Manufacturer narrative:
DHR review not possible because lot number not provided. It was not known if there was any device adhesion issues or if the et tube slipped through the strap. The root cause of the reported extubations are not known. Only the di information of the UDI is know due to lack of lot number.

Event description:
It was reported that the patient's endotracheal tube (ett) became dislodged during a coughing episode. The registered nurse responded and observed that the ett and hollister's anchorfast oral endotracheal tube fastener had detached from the patient. The patient required reintubation, no other details are available at this time regarding this reported event.